Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process

Manufacturer narrative:
No consequences or impact to patient (B)(4); high test results (B)(4). An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. The customer issue was resolved by replacing the sample and r1 probes. Troubleshooting and diagnostics in the architect system operations manual lists several probable causes and corrective actions for erratic results, including sample or reagent probe is partially obstructed, protein buildup inside reagent probe, sample probe out of alignment, sample or reagent probe is damaged, sample contains fibrin clots or particulate matter, and bubbles or foam on the surface of the sample. Corrective actions include cleaning, replacing, and calibrating sample and reagent probes and removing fibrin, bubbles, and foam or centrifuging the sample. Based upon the data available and the results of this evaluation no product deficiency was identified.

Event description:
The account generated elevated architect calcium results on 3 patients who repeated in the lab normal range of 8.0 to 10.4 mg/dl. No specific patient information was provided. No falsely elevated architect calcium results were reported out of the laboratory. No impact to patient management was reported. Patient 1: initial architect calcium = 19.4 mg/dl. Repeat architect calcium = 8.5 mg/dl.